Event description:
In 2005, nellcor puritan bennett received a report where it was claimed that a 5.5ped tracheostomy tube separated from the hub while in use on a pt. The family member of the pt reported that he heard a whistling noise coming from pt's tracheal site. Upon visual inspection of the tracheal site, the family member discovered that the flange of the trach was still connected by a tracheal tie but the cannula part of the trach had separated. The family member reported that the cannula remained in the trachea of the pt. At that time, the family member elected to retrieve the cannula with tweezers which was successful. The family member reported he was able to replace the tube without incident.